Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customers' mother reported that her daughter's adc freestyle libre sensor detached after 9 days of wear. Upon the sensor falling off on (B)(6) 2019, the customer had difficulty breathing, had vomited and was unable to treat herself. A blood sugar of 532 mg/dl was obtained on an unknown meter and the customer received unspecified treatment by an hcp for hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product-related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customers' mother reported that her daughter's adc freestyle libre sensor detached after 9 days of wear. Upon the sensor falling off on (B)(6)2019, the customer had difficulty breathing, had vomited and was unable to treat herself. A blood sugar of 532 mg/dl was obtained on an unknown meter and the customer received unspecified treatment by an hcp for hyperglycemia. There was no report of death or permanent injury associated with this event.